Manufacturer narrative:
(B)(4).

Event description:
A visipro balloon expandable stent was being used to treat a lesion in the common iliac artery. The lesion was moderately calcified with moderate tortuosity and 90% stenosis. The device was removed from packaging per IFU and inspected with no issues. Device was prepped per IFU. It is reported that stent deformation and migration occurred in vivo during positioning. The deformed stent was removed and lesion was dilated with a 5x40mm evercross balloon then another visipro stent was deployed with no issue reported. The device passed through a previously deployed stent. Resistance was encountered and excessive force was used. There was no patient injury reported for this event.

Manufacturer narrative:
Evaluation summary: the visi-pro device was received for evaluation. The stent was not deployed and remained on the balloon segment. No kinking of the catheter was observed. The stent was inspected and noted bending to the stent at the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.